Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that according to samples received, based on photo attachment investigation was completed. The failure mode ¿a0282 - leaking¿ was not confirmed in the devices received. No leak or functional issue was detected in the samples received. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device leaked after drug was added to the cassette. The liquid drug was visible against the hard shell of the cassette, rather than being contained within the bag. The event occurred during set up at the clinic. The operator of the device was a health professional.